Manufacturer narrative:
One device was returned for repair in good condition with no appearance of any physical damage. Device was sent in for repair for the first time. Event history shows force sensor test error. Force sensor test error was verified at power up. Performed force sensor calibration to resolve the issue. Device passed all functional tests and will be converted into a loaner.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed during the initial power up, straight out of box, due to system failure during a force sensor test. Per reporter, the sensor was moved multiple times and the device turned on and off, but the error recurred. There was no patient involvement, and no patient harm/adverse event reported.